Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: balance middleweight; guide catheter: cordis; sheath: cordis. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that an angiogram confirmed a single vessel occlusion in the de novo, narrow lesion in the mid left anterior descending artery with mild calcification and 90% stenosis. Pre-dilatation was performed with a non-abbott balloon catheter. A 3.0x8 rx xience v stent delivery system (sds) was advanced and implanted; however, an edge dissection occurred. A 3.0x8 rx xience v sds was advanced and deployed at 16 atmospheres to successful treat the dissection and achieve good timi flow. There was no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.